Event description:
It was reported that a malfunction on the pump occurred. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. Technical support provided pump reset information and assisted the caller with resetting the pump; however, the malfunction code recurred, leading to the decision to replace the pump. The customer was instructed on returning the problematic pump using a prepaid label and understood the instructions.